Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been exhibiting normal shock impedances. However, one low out of range shock impedance measurement has been noted. Also, identified was that the atrial electrogram (egm) for this device was flat and fuzzy, with atrial undersensing and overpacing being observed. There has been a rise in atrial lead impedances from 250-300 ohms to 700 ohms. Boston scientific technical services (ts) discussed potential of a synchronized maximum energy shock to ensure system integrity due to the out of range shock impedance. Also, reviewed was that tachycardia therapy would not be withheld due to atrial undersening. The data was going to be reviewed with the patient's physician. Further information indicates that the out of range shock impedance measurement occurred post-operatively after aortic root surgery. Boston scientific technical services (ts) then advised monitoring the shock impedances for recovery to more normal readings. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.